Manufacturer narrative:
A steris service technician inspected the washer and found a cracked drying piston valve. The technician replaced the drying piston valve, drying valve seal, tested the unit and found it to be operational. The washer was installed in 2007 and is not under steris service contract and is serviced and maintained by the user facility's third party provider.

Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.